Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) was confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to a shorted q701 component and a defective q2 component on the computer/analog pca. Additionally, the c19 component was broken loose from the defibrillator board.  The root cause of the shorted q701, defective q2, and broken c19 components cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code.